Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had pump error. Customer¿s blood glucose was unknown. Customer treated with food for low blood glucose. Troubleshooting was performed for pump error and the customer stated that they are unable to rewind the insulin pump. Customer reports they were able to clear the alarm. The insulin pump will be return for the analysis.

Manufacturer narrative:
Insulin pump received with pump error 38 during rewind sequence due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to corroded motor home switch. Pump received with missing retainer, broken reservoir tube lip, missing reservoir tube o-ring. Unable to perform the displacement test or lock reservoir into place due to missing retainer.